Event description:
During the implant procedure, it was noted that the insulation of the right ventricular lead was twisted. The lead was not implanted and a new lead was placed. The patient was in stable condition.